Event description:
Complaint #(B)(4). It was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced vaginal bleeding, pelvic pain, exposure vaginal sutures that required removal procedures of exposed suture; erosion of vaginal mucosa; dysuria, vaginal polypectomy, urinary incontinence and the need for a sling procedure surgery. Associated mdrs: 1018233-2011-00280, 1018233-2011-00281. MFR ref #9615742-2013-00453.